Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented to the clinic after received a vibratory alert for high impedance. X-ray showed lead dislodgement. The patient chose to have the lead revised at another hospital. No further information available.